Event description:
It was reported that this patient was urinating almost 5 times a night; therefore, nurse practitioner referred him to urologist which proceeded to perform a cystoscopy (unknown date). The patient was waiting for treatment recommendations but prostate became enlarged. The urologist suggested photo-selective vaporization of the prostate (pvp), and the patient underwent the pvp procedure. A day post procedure, the patient began experiencing bleeding, severe swelling in the testicles and felt the urge to pass urine every 30 to 40 minutes. The physician prescribed antibiotic (pharmaceutical name and dose unknown) but swelling did not stop then icing was recommended. Approximately four days post procedure the patient went to the emergency room (ER) where he was informed that he was dehydrated and was put on IV. In addition, a stronger antibiotic (pharmaceutical name and dose unknown) was prescribed. A week after ER visit, the patient is still experiencing pain, swelling and having to use the restroom a few times per night. The patient also noted that post the index pvp procedure no instruction was provided when he had insisted that he would need antibiotics due to type 1 diabetes. The patient stated that he had two different antibiotics for an infection due to backflow fluid and further noted that nothing was mentioned about back flow fluid into testicular area as a risk. No further information was provided.

Event description:
It was reported that this patient was urinating almost 5 times a night; therefore, nurse practitioner referred him to urologist which proceeded to perform a cystoscopy (unknown date). The patient was waiting for treatment recommendations but prostate became enlarged. The urologist suggested photo-selective vaporization of the prostate (pvp), and the patient underwent the pvp procedure without complications. A day post procedure, the patient began experiencing bleeding, severe swelling in the testicles and felt the urge to pass urine every 30 to 40 minutes. The physician prescribed antibiotic (pharmaceutical name and dose unknown) but swelling did not stop then icing was recommended. Approximately four days post procedure the patient went to the emergency room (ER) where he was informed that he was dehydrated and was put on IV. In addition, a stronger antibiotic (pharmaceutical name and dose unknown) was prescribed. A week after ER visit, the patient is still experiencing pain, swelling and having to use the restroom a few times per night. The patient also noted that post the index pvp procedure no instruction was provided when he had insisted that he would need antibiotics due to type 1 diabetes. The patient stated that he had two different antibiotics for an infection due to backflow fluid and further noted that nothing was mentioned about back flow fluid into testicular area as a risk. Further information received from urologist indicated that the backflow of fluid into testicles was likely caused by partial retrograde ejaculation, and the swelling of the testicles was caused by infection due to uncontrolled diabetes. The infection type was epididymitis which was treated with antibiotic, same treatment for urinary urgency. There was no treatment for the bleeding. There have been no additional treatments, and the patient has fully recovered and is doing well.

Manufacturer narrative:
B2outcomes attrib to adv event: corrected h10 additional MFR narrative: there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of urinary urgency, urinary frequency, inflammation, infection (epididymitis), hematuria, pain, and retrograde ejaculation are known risk associated with bph treatment and are indicated as such in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.